Manufacturer narrative:
It was inadvertently reported as " - date of birth: (B)(6)". The correct date is updates in the additional report.

Manufacturer narrative:
Result code and conclusion code. The correct codes are added in the additional report-2.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg was inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy has been resumed.